Event description:
The customer contacted baxter's technical service center and during that call it was discovered that the home patient (hp) had changed the bags while connected to the machine. The baxter technical service representative (tsr) assisted the hp to end the therapy and informed them to start over using new supplies. They followed the above and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He had already discussed with the tsr the proper procedures for using new supplies. He did not notice anything wrong with any of the previous supplies. He did not have a sample or a lot number available. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.